Event description:
The customer reported that the jaw of the device would not open and the knife blade would not retract during a roux-en-y gastric bypass. The device was not on patient tissue at the time. There was no injury to the patient. The device was returned for investigation and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.